Event description:
It was reported that patient experienced pain at the ipg pocket site after falling twice. Surgical intervention may take place to address the issue.

Manufacturer narrative:
Date of event is estimated. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided. During processing of this incident, attempts were made to obtain complete event, patient and device information. .

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received identified that surgical intervention was undertaken wherein the entire system was explanted to address the issue.